Manufacturer narrative:
G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- failure to follow steps/instructions. The device was returned for analysis. The reported sheath split issue and clip deployed at distal end of device were confirmed. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the starclose se instructions for use (IFU), states: if resistance is met upon removal of the device, follow the steps below to remove the device: locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible "click" should be heard. Check that the number "3" exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, there was resistance advancing the thumb advancer and sheath did not split completely. The clip remained stuck in the sheath. The safety release was used to collapse the vessel locator wings. There was resistance removing the starclose se device from patient anatomy; however, it was able to be removed. Manual arterial compression was used to achieve hemostasis. It was reported that removal of the starclose se caused a tear in the access site. Access was obtained though the left side contralaterally and a covered stent was implanted across the access site as treatment. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the tear in the vessel and subsequent treatment. No additional information was provided.